Event description:
The user facility reported that a complete loss of image was experienced during a diagnostic colonoscopy procedure. The procedure was said to have been completed using a different but similar device. There was a 10 minute delay in the procedure while the device was removed from the pt. The procedure continued with the different device. There was no pt injury associated with this event.

Manufacturer narrative:
The colonoscope was returned to olympus for evaluation. The evaluation confirmed the user's report of no image. There was corrosion and fluid invasion noted in the electrical connector. In addition, there were minor dents and scratches noted on the objective lens and on the distal end plastic cover. The device was serviced and returned to the user facility. As the device passed leak testing, it appears the fluid invasion was related to user handling. This report is being submitted as a medical device report in an abundance of caution.